Manufacturer narrative:
According to the information received, this case would be related to the vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Of note, rha redenisty is not indicated for chin, marionette lines and tear troughs in the us.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2024. The patient was injected on (B)(6) 2024 with a total of 2 ml of rha redensity in the marionette lines (0.25 ml on each side), chin (0.5 ml), and tear trough (1 ml). The injections were done with a 25g cannula.  During the injection, the skin around the right marionette blanched. The area was massaged, and the capillary refill was checked and was slow (taking 2-3 seconds). The patient did not report pain in the area but was under constant medical observation until the capillary refill returned to normal. After the patient left the clinic, the injector continued to closely follow-up with the patient with photos and videos. In the evening, the patient presented with mottling and delayed capillary refill and immediately went back to the clinic to be treated with 900 i.u. Of hyaluronidase (hylenex). The event was diagnosed as a vascular occlusion of moderate intensity. On (B)(6) 2024, the capillary refill returned to normal limits, but the affected area was still looking mottled. Thus, until (B)(6) 2024, the injector continued to treat the patient with hyaluronidase (a total of 4700 units in three days).  In addition, the injector prescribed the following treatment: - from (B)(6) 2024 to (B)(6) 2024 non-steroid anti-inflamatory drug (aspirin, 81 mg) - from (B)(6) 2024 to (B)(6) 2024 vasodylatator (viagra, 50 mg) to open up blood flow  - warm compresses on (B)(6) 2024, the symptoms completely resolved. Thus, the case was closed.